Manufacturer narrative:
The customer contacted a ge rep and the ge rep suggested rebooting the system via keyboard. The system recovered fully on reboot, then loaded pt data to visualization mode followed by calibrate mode, then verify mode to enable tracking. The doctor confirmed tracking to be as expected on tests to headset and anatomy. Case was able to continue with nav system support. System operates as intended.

Event description:
The customer reported that the system locked up in visualization mode at the beginning of a case. No pt injury was reported.